Manufacturer narrative:
(B)(4).

Event description:
In a study reported in chinese medical journal 2009; 122 (15): 1755-1758, 82 pts underwent 87 intra-peritoneal bar anastomoses using the valtrac device. Two (2) pts with enterocolic bar anastomosis developed partial bowel obstruction about 2 weeks postoperatively. Both pts were cured with conservative methods.